Event description:
It was reported that out of range high voltage lead impedance was observed. Programming changes were made. The hvli measurement was good and in normal range. The patient condition was good with no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.